Event description:
It was reported, the device has pressure issues. No patient injury/involvement reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, a scratched lcd lens, broken female ac connector port, and contamination on the battery springs. No review of the event history log was performed due to high alarm when the device was turned on. Unable to perform functional test due to device blank screen and constant alarm upon power up. The reported problem was unable to be duplicated, unable to determine the root cause due to the blank screen and constant alarm upon power, the most probable cause is fluid ingression. The dso and uso sensor were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown, corrected data: health effects corrected